Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 270-135-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was closed with a red combi stopper. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone) and at the patient connector. The sample was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no flow.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No additional pertinent information becomes available. We assess this complaint to be justified. Capa001475 was initiated.